Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on (B)(6) 2023, it was confirmed that the cooling fan ramping up and down did follow the battery from the initial v60 device to other units. The customer confirmed the issue was related to the battery by performing annual preventative maintenance on the device, which passed all tests including the battery test. The customer has ordered a replacement battery and the device which initially experienced the issue has not been placed back into service. The customer stated that the device would be placed back into service when the replacement battery is received. The investigation is ongoing.

Event description:
Philips received a complaint on the v60 ventilator, indicating that the cooling fan was ramping up and down while plugged into wall power. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The customer informed the remote service engineer (rse) that they performed preventative maintenance on the device and the device passed. The customer stated that when the battery was fully charged at 16 volts, the fan began to ramp. The rse advised the customer to swap the batteries to confirm that the device issue followed the battery. This investigation is ongoing.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on 29jan2024, it was provided that the customer had received the replacement battery and it had resolved the fan ramping up and down issue. The customer stated that the ventilator checked fine and had been returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.